Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "resume insulin" alarm occurred. Customer's blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer delivered a correction bolus via the pump to address bg. The customer continued to use the pump for insulin therapy.